Event description:
It was reported that the 2600 system displayed a "precharge failure" error. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced monitor glassware and generator battery packs. The system was tested and found to be working as intended and placed back into service.